Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor morphology/low amplitude. This lead was explanted and replaced during a routine device change out procedure for normal battery depletion. No additional adverse patient effects were reported.